Manufacturer narrative:
According to the facility "when inserted into the vein to start the IV, it sticks to the needle and does not result in a smooth extraction of the needle from the catheter. Multiple patients were involved. The patients ae fine". The customer confirmed that patients has to be re- stuck with a new IV start attempt. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "when inserted into the vein to start the IV, it sticks to the needle and does not result in a smooth extraction of the needle from the catheter."